Event description:
It was reported to st. Jude medical that the pt presented for a regular follow-up and the ICD could not be interrogated. Several attempts were made to troubleshoot, all of which were unsuccessful. The pt was admitted to the hosp for immediate explant and replacement.